Event description:
It was reported that the urethra was hard to find and due to this, a surgical procedure was performed to replace the artificial urinary sphincter (aus) cuff. There were no patient complications.